Event description:
Npt7 was not available for blood gas analysis, when needed during an operation. Because of a malfunction of the cartridge for the cuvettes or a malfunction of the cuvettes. The malfunction happened during an opearation of a pt with a coronary artery disease. The pt died, during the operation.